Manufacturer narrative:
There were no unexpected button error alarms noted. It was noted that the pump had an intermittent button response on the esc button due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a loose or protruded drive support disk, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 217 mg/dl. Customer stated that the buttons were not working and the button error alert could not be deleted. The insulin pump was replaced.